Event description:
It was reported that the patient experienced read error messages while attempting to send data via merlin.net transmission. The implantable cardioverter defibrillator was unpaired and paired again with the transmitter. The issue was unresolved. No further information was available.

Manufacturer narrative:
Correction: for manufacturer report number 2017865-2017-32512 follow-up 1, type of reportable event should have been reported as 'serious injury'

Event description:
New information received stated that the implantable cardioverter defibrillator was unable to be interrogated. It was also noted that the longevity of the device had declined faster than expected. On (B)(6) 2017, the device was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.